Event description:
It was reported that the patient is currently hospitalized due to altered mental status. The altered mental status was noted to be vns related but the reporter was unsure of this assessment no other relevant information has been received to date.